Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. It was reported that before the operation, the entrance of the device (outer sheath) was found to have been damaged when the package was opened. The tip of the sheath is damaged. There was no internal sheath mechanism exposed. The tip was not rough nor non-slippery. Unable to provide pictures. A second device was used to complete the operation. There was no adverse event reported on patient. The broken tip issue is MDR reportable to the us FDA.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the tip of the device was broken. It is unlikely that this damage was omitted and made it through the numerous visual inspections performed before the release of the device, as there is not more evidence of proof to perform further investigation such as photos or the packaging, it was determined that the damage may have occurred during the handling of the device outside the manufacturing facilities, nevertheless, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000193 and no internal action was found during the review. The tip damage issue reported by the customer was confirmed, however, out of box issue reported by the customer could not be corroborated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).